Manufacturer narrative:
The customer reported that the system lamp needs to be replaced. The customer has been contacted for additional information; however, no further information has been received. A review of the service request (sr) indicates that the lamp exceeded its rated life of 400 hours. The company representative examined the system and replaced the xenon lamp. The system was noted to function as intended. The system was manufactured on october 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the lamp. However, no problem was found with the lamp as it functioned as intended. (B)(4).

Event description:
A customer reported that a system had illumination lamp problems. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.